Event description:
It was reported that air bubbles were observed within the cartridge tubing. Reportedly, the customer was removing air from cartridge with an empty syringe. Customer sales advocate informed the customer that removing air from cartridge with an empty syringe is off label per the tandem user guide. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 218-219 mg/dl.

Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.